Event description:
It was reported that the device was used during a laparoscopic nephrectomy, the device malfunctioned. Another instrument was opened to continue the case. No known consequence to the pt.

Manufacturer narrative:
Evaluation summary: the analysis results found that the device was rec'd in good visual condition. The instrument was cycled, fed, and fired 3 conforming clips and 1 scissored clips.